Event description:
A customer from the united states notified biomérieux of misidentification results when testing an isolate from a urine specimen with vitek® 2 gn ID test kit (ref 21341). Vitek 2 identified the organism as pantoea spp. The customer sent it to an outside lab to confirm, and it was identified as enterobacter cloacae complex. The customer retested the specimen on bruker and obtained the enterobacter cloacae result. When retested with vitek 2, it obtained the same pantoae spp. Result. The customer reported that there was a delay in patient care due to the fact that with the pantoae result, vitek 2 did not provide a mic, and with an enterobacter cloacae result, a mic would have been provided. The length of delay was not specified. There is no indication from the customer that the misidentification resulted in any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states notified biomérieux of misidentification of enterobacter cloacae complex from a urine specimen involving vitek® 2 gn ID test kit (ref 21341). An internal biomérieux investigation was performed. The submitted strain was subcultured and two (2) distinct colony morphologies were observed. Testing was performed on both colony types (gray - 911573, mucoid - 911574), and included individual organism suspensions with vitek 2 gn cards from the customer's lot (2410405103) and a random lot (2410162103), in duplicate, the vitek® ms and api® 20e test kit. All vitek 2 gn cards tested on these two (2) strains resulted in excellent identifications of enterobacter cloacae complex (98%). Vitek ms resulted in a slashline identification e. Cloacae/e. Asburiae and api 20e gave a good identification of enterobacter cloacae (94%). The final identification for both colony morphologies is enterobacter cloacae complex. A review of the customer's pantoea spp results demonstrated five (5) atypical negative reactions (bxyl, ple, dsor, agal, odc) for an identification of e. Cloacae according to the gn knowledge base. Graphical review of the atypical reactions showed that four (4) of the reactions (bxyl, ple, dsor, odc) showed delayed reaction in the wells leading to the reporting of a negative result for these wells. One (1) well (agal) appeared to be a true negative. It's not clear what caused the delayed reaction in the four (4) wells. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. Vitek 2 gn cards are performing as expected and no further action is required.